Event description:
Caller states the pt tested >8.0 inr on the coaguchek system while a comparision lab returned as 6.2 inr. Pt's coumadin dose was held for three days based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.